Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a final-report.

Event description:
It was reported that: the oxylog stopped ventilating whilst on a patient under transport. Patient was tracheal intubated, staff continued to ventilate patient by manual bagging until they returned to the ward. No patient injury reported.

Manufacturer narrative:
The device log was downloaded and sent in to the manufacturer. The log analysis showed that the potentiometer to adjust the oxygen concentration had failed on (B)(6) 2016 at 12:24h. In case of this failure the device generates optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. The front plate of the concerned device was replaced and investigated by the manufacturer. The received front was rather new (one year old). It did not show the deviation described the safety notice of december 2015, for this error message. The resistance values were found to meet specification. Therefore the root-cause for the reported event could not be identified.

Event description:
Please see initial-report.